Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose level was 206mg/dl. Reportedly, the customer changed pump supplies to address the issue.